Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is number 1 of 15 mdrs filed for the same event (reference 1825034-2014-00842 / 00856).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2007 due to infection. A cement spacer mold was implanted. Patient underwent reimplantation on (B)(6) 2007. Patient underwent another revision procedure on (B)(6) 2008 due to infection. A cement spacer mold was implanted. Patient underwent reimplantation on (B)(6) 2008. Patient underwent another revision procedure on (B)(6) 2008 due to dislocation. The modular head and acetabular cup were removed and replaced. Patient underwent another revision procedure on (B)(6) 2010 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient underwent another revision procedure on (B)(6) 2010 due to an unknown reason. The modular head and femoral stem were removed and replaced.